Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a slap hammer extension was needed for stem removal. The slap hammer did not come in the readapt set. An incident occurred whee the implant was stuck and could not get it out with what was in the readapt extraction tray. No more information available.